Event description:
The customer reported that blank image with rex value counts of '4' was displayed in the preview window, after the patient was exposed. When the exposure testing was performed, normal image with rx value counts of '230' was displayed. However the event was repeated and the patient had to be retaken the image twice, resulting in unintended excessive radiation exposure.

Manufacturer narrative:
Gender information was not provided. (B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21cfr 803.56. This reported event occurred outside the USA. (B)(4).